Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated they ordered tires only for this chair and when they went to put new tires on the rim, the rim only had one attachment point left. The dealer stated all others had broke off, then the last one broke as well.